Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during during set up / inspection for use, the subject device had it's all panel led light blinking. There was no reports of patient involvement.